Manufacturer narrative:
Initial.

Event description:
It was reported that the patient had elevated ketones while the ilet was disconnected due to a pump replacement, and the caregiver sought guidance on ketone management and use of multiple daily injections while connected to the ilet; no device malfunction or specific component issue was identified. Symptoms included elevated ketones consistent with concern for diabetic ketoacidosis. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. However, use error may have contributed to the event reported.